Event description:
The nurse reported the anterior vitrectomy prove was difficult to connect to the system. Add'l info received from the nurse stated a posterior capsule tear occurred. The surgeon performed an anterior vitrectomy.

Manufacturer narrative:
The company service representative examined the system and replaced the cpc connector to mitigate the problem connecting the prove to the system. The system was then tested and met all product specifications. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. This was mailed to FDA on: 09/21/2009.